Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose readings of 585 mg/dl at the time of the hospitalization. Customer's current blood glucose was 83 mg/dl range. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose with novalog flexcan. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. Cause of hospitalization per healthcare provider was flu and dehydrated .the customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal (slightly indented). The insulin pump will be returned for analysis.